Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly elected explant surgery do to a technology upgrade. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.